Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was receiving ineffective stimulation following a motor vehicle accident and having vascular surgery as a result, had stopped using stimulation as much. Reprogramming was attempted to no avail as the patient still reported ineffective stimulation after using the new programs. Surgical intervention will be taken at a later date as the patient has requested an explant due to the issue and needing an MRI.